Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was corrosion found in the battery compartment and the battery compartment was found to be cracked. The battery cap threads were also found to be stripped. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: a review of the black box revealed unexplained power on resets. Investigation revealed a dim and discolored display screen. A new test display was inserted and the display illuminated to normal contrast. There was corrosion found in the battery compartment and the battery compartment was cracked. The battery cap threads were also found to be stripped. A test cap was using for testing purposes. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.